Event description:
It was reported that a cartridge did not fit onto the pump. A cartridge change was performed resolving the issue. There was no reported impact to the customer.

Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown.